Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse test drove the system and reproduced the issue. With the head inside the viewer, fse could get the master tool manipulators (mtms) to drift left and right in certain places. There is nothing wrong with the system. The issue could be because the floor levels or other factors, but it is normal. Fse showed the customer the warning in the user manual that says to not let go of the mtms while the head is in the viewer. There was no movement at all when the head was out of the viewer. No trouble was found on the system.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the master tool manipulators (mtms) moved without the surgeon's control. The technical support engineer (tse) reviewed all the system logs for the past 7 days, with no associated logs to report. The procedure was completed as planned with no reported injury.